Manufacturer narrative:
Reported event: an event regarding seating/locking issue involving a trident liner was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot indicated. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received. If additional information becomes available, this investigation will be reopened.

Event description:
Surgeon experienced difficulty fully seating an acetabular liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Surgeon experienced difficulty fully seating an acetabular liner.